Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 415 mg/dl at the time of incident. Customer was treated with insulin pump. Customer also reported that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer and able to clear the alarm. Customer stated that the buttons were working. Troubleshooting was declined for high blood glucose and troubleshooting was performed for stuck button alarm. The insulin pump will be returned for analysis.